Event description:
It was reported that during a lobectomy procedure, could not release with manual release. Doctor cut lung parenchyma to remove the device. It was competed with suture. There was no adverse patient consequence.